Event description:
Reporter alleged customer felt low glucose; however, blood glucose device measured 365 mg/dl. It was stated customer drank 2 glasses of grape juice; however, when testing 15 minutes afterwards, glucose device read 97 mg/dl. No other actions were taken or treatment received reportedy as a result.